Event description:
Customer complaint - limited data available: "hi there, I would like to get a refund or a replacement since it has a lifetime replacement. My father in law did get shocked by this item and it no longer works."